Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>400 mg/dl while) wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia and nausea. The patient reports the prior night their blood glucose had decreased to 54 mg/dl. The patient treated the low blood glucose with juice. The patient reports the following morning their blood glucose level had read high. The patient applied a new pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as medication for nausea. The patient was released from the hospital after 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.